Event description:
In (B)(6) 2006, I had a prostatectomy, an after effect of which was continual urine leakage. Because it did not stop, it was suggested that the most sure-success way to stop it was the installation of the ams 800 urinary control system. I had surgery to implant it in (B)(6) 2010. This device has not stopped my leakage at all, and indeed has resulted in its increase at times. Even doing the most mundane actions as sitting down or rising from a chair, rolling over in bed, crossing my legs, changing my position in a chair, tying my shoes, bending over and forward, etal. (Not to mention more strenuous activities) often results in leakage. Sometimes even simply sitting down with no movement on my part will result in urine squirting out. It seems anything that creates tension/activity in my mid-section is liable to cause leakage. Leakage in some of the above examples did not occur before I had this device implanted. Even after totally emptying my bladder, leakage can often occur moments afterward, as if the device cannot even stop the smallest amount of it. My doctor has given me vesicare and toviaz, but to no avail. Re-surgery seems distinct possibility, though my doctor has warned me of the additional dangers involved. I have followed all the procedures regarding this device set for by my doctor and the company's pre-surgery info packet on the internet. But the device does not work one damn bit. It is a nothing, a joke, a dud. It was supposed to eliminate leakage, or to reduce it to inconsequential amounts, but it is useless. Tests have indicated that there is nothing wrong with my body that would adversely affect the operation of this device. I have never had urine leakage before the prostatectomy. I have contacted the manufacturer regarding this, and have been sent a list of do's, don'ts, and advice. They never released this info before the surgery nor on its website. If I had known about this info before the surgery, I seriously may have considered otherwise about it. This later info advised me not to sit on hard chairs/surfaces, only soft ones. This is totally ridiculous advice. How can one go one hour without sitting on a hard surface? If I have to sit on a hard surface, they advised me to use a donut to sit on. Another moronic idea. (B)(6) I have to use a donut!!! This is totally unacceptable. Yet this is a moot argument, as urine leaks no matter what type (hard, soft) surface I sit on. If I have to still use leakage pads now as I did before this device was implanted, as they advised, what was the point of having it implanted in the first place. Indeed the company in these later notes does admit pads still may have to be used. Thus the point of this device is really useless. It is extremely difficult to lead a satisfying life, when one's mind and outlook must continually be focused onto when I am going to leak next. It is a degenerate quality of life ramification. This device is useless and should not be accepted as a remedy for people with urine leakage. At the cost of more than (B)(6) total for its installation, it is value-less. It does not work.